Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a failed circulation pump. However, there was insufficient information to confirm this potential root cause. Their protocol was to start with traditional water blankets. Patient reached target around 4.45. They switched to arctic sun device, serial number: (B)(6). Rewarm started this morning, but the patient warmed too fast. The water temperature was not cooling down. They emptied the pads and stopped therapy. Resumed therapy. When therapy was running nurse stated the water was 30.5c and patient 38c. They adjusted the target to 36.5c to see if that would help, but it did not. Event log has alert 113 (reduced water temperature control). Pump hours were 8540.4, system hours were 9583.7, chiller temperature (t4) was 6c, mixing pump command (mpc) up to 94 percentage by the end of call, but water temperature increasing. Water was down to room temperature since device was stopped (17c). During this time device also gave alert 02 (low flow). Suggested sending device to biomed labeled with not cooling. The instructions-for-use under baw28-000770-00 rev 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that their protocol was to start with traditional water blankets. Patient reached target around 4.45. They switched to arctic sun device, serial number: (B)(6). Rewarm started this morning, but the patient warmed too fast. The water temperature was not cooling down. They emptied the pads and stopped therapy. Resumed therapy. When therapy was running nurse stated the water was 30.5c and patient 38c. They adjusted the target to 36.5c to see if that would help, but it did not. Event log has alert 113 (reduced water temperature control). Pump hours were 8540.4, system hours were 9583.7, chiller temperature (t4) was 6c, mixing pump command (mpc) up to 94 percentage by the end of call, but water temperature increasing. Water was down to room temperature since device was stopped (17c). During this time device also gave alert 02 (low flow). Suggested sending device to biomed labeled with not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI: format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that their protocol was to start with traditional water blankets. Patient reached target around 4.45. They switched to arctic sun device, serial number (B)(6). Rewarm started this morning, but the patient warmed too fast. The water temperature was not cooling down. They emptied the pads and stopped therapy. Resumed therapy. When therapy was running nurse stated the water was 30.5c and patient 38c. They adjusted the target to 36.5c to see if that would help, but it did not. Event log has alert 113 (reduced water temperature control). Pump hours were 8540.4, system hours were 9583.7, chiller temperature (t4) was 6c, mixing pump command (mpc) up to 94 percentage by the end of call, but water temperature increasing. Water was down to room temperature since device was stopped (17c). During this time device also gave alert 02 (low flow). Suggested sending device to biomed labeled with not cooling.